Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega sds with stent. The balloon was tightly folded with the stent on the balloon between the markerbands. Microscopic examination revealed that three (3) rows of the struts in the middle of the stent that were damaged with flared and bent struts. Microscopic examination and tactile inspection presented no damage or irregularities to the shaft of the device. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 29x3.0mm, concentric, de novo target lesion was located in the non tortuous and non calcified left anterior descending artery (lad). After a 6f ebu guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Following predilation with a 2.0x10mm balloon catheter, a 32x3.00 omega¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. This product is only ous approved but is similar to an approved us device.